Event description:
It was reported that the device was explanted and replaced due to a rotor stall. Patient symptoms and outcome were not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.